Event description:
It was reported they were not able to adjust stimulation. There was a ¿call your doctor¿ icon and an out of regulation (oor) message. They were able to clear it and adjust down but they still would contact the doctor in the morning. They had a ¿surge¿ every 20-30 minutes on the day of report. There were no falls noted and it was not position dependent. It was noted that it was not painful with the stimulation turned down slightly. The therapy seemed to control the patient. The patient had their implantable neurostimulator (ins) changed out about 4 months prior to report.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# unknown, product type: programmer, patient; product ID neu _unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4). F